Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients family member that the patient experienced the implantable pulse generator (ipg) "giving off chemicals" and "getting rashes due to the chemicals". The ipg was explanted. No further patient complications have been reported as a result of this event.